Event description:
It was reported the implantable cardioverter defibrillator (ICD) continuously exhibited safety pacings. The atrial lead was repositioned; however, this did not clear the safety pacings. The competitor's right ventricle lead was repositioned and still same unfavorable results with pacing occurred. The competitor's lead was then replaced with a medtronic brand lead and again same safety pacings were exhibited. Subsequently, the ICD was explanted and replaced with a same brand model with successfully results. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the implantable cardioverter defibrillator was returned and analyzed. Visual examination of the connector block found no anomalies with the grommets or setscrews. Primary analysis finding: no anomalies were identified.